Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. Customer's blood glucose level was 4.3 mmol/l. Customer states location of air bubble was in the tubing. Customer states reservoir will be replaced. The reservoir will not be returned for analysis.